Event description:
It was reported that an unspecified number of unspecified bd vacutainer® sst¿ blood collection tubes were missing gel. There was no health impact or consequences reported.

Manufacturer narrative:
The MDR submitted with MFR report #: 2243072-2024-00677 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted. New MDR submitted is 1024879-2024-00785.

Event description:
It was reported that an unspecified number of unspecified bd vacutainer® sst¿ blood collection tubes were missing gel. There was no health impact or consequences reported.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h4. Device manufacture date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of unspecified bd vacutainer® sst¿ blood collection tubes were missing gel. There was no health impact or consequences reported.